Event description:
Filshie clip applier introduced into abdomen. Filshie clip fell off applier. Physician attempted to retrieve clip and was unable to locate clip. Physician decided to close. X-ray taken.